Event description:
It has been reported to philips that the azurion system was not turning on. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite, and the troubleshooting actions showed a problem with the suite pc. The fse replaced the suite pc which returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not start. Review of system log file identifies pc issues. Upon troubleshooting, fse found issues with suite pc. The philips engineer replaced suite pc and reloaded software. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.